Event description:
It was reported that this pacemaker device exhibited undersensing and oversensing. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was right ventricular (rv) undersensing seen along with low amplitude beats. The device exhibited crosstalk oversensing which resulted in inappropriate atrial tachy response (atr) episodes. The rv pacing thresholds were decreasing, however within the normal range and the thresholds were at 1.8v. Ts recommended troubleshooting options to determine the reason of low amplitude rv signals and suggested some device programming. This device remains in service. No adverse patient effects were reported.